Event description:
A complaint was received from a user of the elite blood glucose system. The customer stated that when they used excel off brand reagent strips the only result that they received was a "hi" (a blood sugar greater than 600 mg/dl). A blood sugar greater than 600 mg/dl is a serious medical condition. While on the phone electronic checks were performed and were satisfactory. It was explained to the customer that bayer does not provide or support the use of off brand reagent strips. Replacement product was provided to the customer and they were instructed to call the company's 24/7 line if there were any additional problems or questions. The complaint is considered closed for purposes of MDR.